Event description:
It was reported that prior to the procedure, the operating physician observed the spring wire guide (swg) to be kinked/deformed. The event was identified prior to patient use, and the device was not used. There was no patient involvement. No adverse patient impact, injury, or harm was reported in association with this event. The affected device was removed from use and replaced as necessary to proceed with the procedure.

Manufacturer narrative:
(B)(4).